Event description:
Dislocation. 80 yr old female.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00410875_1644408-2023-00691; 509-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.